Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of high results. Daughter in law called in on behalf of the customer who states she feels well and no medical attention is needed at the time of the call. The customer's expected blood results are 100-180mg/dl fasting. Reviewed meter memory: (B)(6). Customers normal range is from 100-180mg/dl fasting. She states customer read 60mg/dl fasting and was admitted to the hospital. Once she was admitted the hospital read her glucose several times and read over 200mg/dl.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Daughter in law called in on behalf of the customer who states she feels well and no medical attention is needed at the time of the call. The customer's expected blood results are 100-180mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 60mg/dl. Customers normal range is from 100-180mg/dl fasting. She states customer read 60mg/dl fasting and was admitted to the hospital. Once she was admitted the hospital read her glucose several times and read over 200mg/dl.